Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and tissue damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to shadowing from the shaft however the clip delivery system (cds) was advanced and placed at a2p2. Post deployment it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). The physician suspected the posterior leaflet was torn however due to the poor imaging, this could not be visualized. Per the physician the slda was due to the thin calcified leaflets. A second clip was placed lateral to stabilize the first clip. A third clip was to be placed medial to the slda clip however the leaflets were not successfully grasped therefore the cds was removed. The procedure was completed at this time with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All available information was investigated, and the slda appears to be related to the patient morphology/pathology (thin calcified leaflets). The reported unspecified tissue injury was likely due to the slda. Tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.